Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 31-year-old male patient, the device stopped ventilating and displayed a "compressor failure -1001" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed for the "stopped ventilating". The device was put through extensive testing including bench handling, power cycling, and functional stress testing using test accessories without duplicating the report. The report of "compressor failure- 1001" was observed during review of the device data logs. The device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The log also suggests the input oxygen to teh device was below 35 psi which can trigger this code on the device. Analysis of reports of this type has not identified an increase in trend.